Event description:
Pt reported performing numerous back-to-back blood glucose tests using the suspect device and a health care professional's device: (pt's device = 216 mg/dl, professional's device = 78 mg/dl), (pt's device = 233 mg/dl, professional's device = 78 mg/dl), (pt's device =282 mg/dl, professional's device = 82 mg/dl), (pt's device = 256 mg/dl, professional's device = ~ 80 mg/dl), (pt's device = 205 mg/dl, professional's device = ~ 80 mg/dl). Pt reported that, due to elevated readings obtained on the suspect device, she had resumed taking an oral diabetic medication. No resultant injury was reported. While on the line with technical support, pt performed qc testing on the suspect device and the results fell outside of the acceptable range. At the time of the report, pt had discontinued oral diabetic medication, due to values obtained on professional's blood glucose monitor. Technical support requested the return of the suspect product and replacement product was shipped.